Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. Customer was able to clear alarm and able to rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.